Event description:
As reported for this event by the customer, during maintenance the device did not turn on. There is no patient involvement. There was no delay to any intended procedure.

Manufacturer narrative:
Full address of the facility is no. 178, qingjiang middle road, dawan town, qingbaijiang district. The device has not been repaired in the past year. The device is returned and an evaluation completed for it. Upon inspection and testing, the device was turned on, therefore user¿s complaint was not confirmed. However, the device screen did black out occasionally. This is attributed to the defective circuit board (pressure sensor / pressure sensor circuit). Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the failed printed circuit board could not be identified. The phenomenon of the "device does not start" was likely caused by a faulty manifold unit, but the root cause of the faulty part could not be identified. Olympus will continue to monitor field performance for this device.